Manufacturer narrative:
Bec tracking number: 2050012-06/25/2021-005c.

Manufacturer narrative:
The full identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 antigen assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as calibration and quality control results were performing within specifications at the time of the event. No issues with sample integrity were reported by the customer. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported reactive covid antigen patient results (access sars-cov-2 antigen, part number c68668 and lot number 971258) were generated on the customer's dxi [unicel dxi 600 access immunoassay analyzer, part number 30260 and serial number (B)(4)]. The customer reported four (4) of seven (7) patients samples they had tested after going live with the access covid antigen assay were reactive while results with the cepheid method (pcr) were non-reactive. The customer stated that the patients' samples were repeat tested on the same dxi and an alternate dxi (alternate dxi information not provided) and repeat test results were reactive. The customer did not report a change to patient care of treatment in connection with this event. The customer stated that the patients tested were lab staff who were tested routinely and were asymptomatic. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample quality, storage temperature and other information was not provided by the customer.